Manufacturer narrative:
Adc has identified a software defect for the freestyle librelink application with (samsung sm-a53ab, android os: 13), where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung sm-a53ab, android os: 13), the sensor¿s high/low alarm failed to trigger. As a result, the customer became hypoglycemic and experienced symptoms described as ¿low level of consciousness¿ and sweating but there was no indication that the customer experienced a loss of consciousness. The customer was unable to self-treat and was provided coca-cola by their spouse for treatment. No further details were provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung sm-a53ab, android os: 13), the sensor¿s high/low alarm failed to trigger. As a result, the customer became hypoglycemic and experienced symptoms described as ¿low level of consciousness¿ and sweating but there was no indication that the customer experienced a loss of consciousness. The customer was unable to self-treat and was provided coca-cola by their spouse for treatment. No further details were provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle librelink application with (samsung sm-a53ab, android os: 13), where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction. Sections b5, and d4 - serial #, and h4 - device mfg date were incorrectly documented in the previous initial MDR report. These sections have been updated.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung sm-a53ab, android os: 13), the sensor¿s high/low alarm failed to trigger. As a result, the customer became hypoglycemic and experienced symptoms described as ¿low level of consciousness¿ and sweating but there was no indication that the customer experienced a loss of consciousness. The customer was unable to self-treat and was provided coca-cola by their spouse for treatment. No further details were provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle librelink with the android 13 os where the app may experience intermittent signal loss. As a result, the app user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. A review of the associated risk evaluation was conducted and the overall risk index was determined to be low. The identified hazard and hazard initiating causes are included in the risk management reports for these products at this time. No further actions other than those outlined in the associated quality records and field action are required. Quality records qr869957 was initiated to investigate and address this issue on 02-feb-2023. The investigation is ongoing. Corrective and/or preventive actions will be managed per qr869957. Final root cause investigations are currently ongoing through the associated quality record. However, it has been determined at this time that the root cause is a software defect for the libre applications when used with android 13 operating system. User notification will be sent via email or postal mail as a field safety notification (fsn) to impacted users of the freestyle librelink and freestyle libre 3 mobile applications. The fsn will be posted as a referenced link in the google play store. Quality directive qd1003-2023 and frequently asked questions (faqs) were issued internally on 08-feb-23 to advise customer support of adc fa1010-2023, and how to handle customer calls related to the issue in impacted countries. Users identified as having downloaded the app and are active users of the app will be notified directly. Users are being informed that they can still use their app to scan a sensor to receive their glucose levels on their smartphone. Users will be notified when an app update is available, which will resolve the issue. Risk evaluation re1010-2023 was completed on 16-feb-2023 to address the risk to the user as a result of this issue, which was determined to be ¿low¿. Field safety corrective action packages were submitted to the impacted regulatory agencies in the following countries commencing 08-feb-23: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca, us. Related h4 comment as applicable: the device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction. Sections h10 was incorrectly documented in the previous initial MDR report. This section has been updated.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung sm-a53ab, android os: 13), the sensor¿s high/low alarm failed to trigger. As a result, the customer became hypoglycemic and experienced symptoms described as ¿low level of consciousness¿ and sweating but there was no indication that the customer experienced a loss of consciousness. The customer was unable to self-treat and was provided coca-cola by their spouse for treatment. No further details were provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries (B)(6) 2023.there was no report of death, serious injury, or mistreatment associated with this event.